Event description:
A customer contacted beckman coulter inc., (bci), regarding progesterone results of 0ng/ml generated by the access 2 immunoassay system on unknown number of patients. The customer stated upon repeat on a different instrument "actual results" were obtained. The results generated by the different instrument were not supplied by the customer. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. System checks performed on (B)(6) 2011 met specifications. Reagent inventories from both instruments rule out a shared pack for this event. A service call was set up and later canceled. No clear root cause could be determined with the data supplied.